Event description:
The following info was received from the field: during a coronary procedure, the physician attempted to cross a calcified mid lad lesion. After pulling the stent back to re-predilated the lesion, the stent dislodged and was lodged in the pt's leg. As reported, the stent is in the profunda. The mid lad was predilated with a (2.0 and 2.5 balloon/unk brand). A cutting balloon was also used/boston scientific); the cutting balloon failed to cross the lesion as well. The sheath blocked the stent from going further distally and this was determined from the x-ray that was taken. The pt was placed on thrombolytics and has been medically managed. The stent delivery system pertaining to this stent will be returned for analysis.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.